Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition aux drawer 3.1 failed cubies e1, e3, e5 requires maintenance was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to work order: (B)(4). The field service engineer (fse) moved cubies from row 4 to row 5 and performed hardware test application (hta) tests to troubleshoot drawer 3.1. The drawer retractor was replaced, the station was rebooted, and the drawer was detected with all cubies. The system functioned as intended after the field service engineer repaired the device. During dchu visual inspection: pn: 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. During dchu testing: pn: 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint failed drawer was due to short between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which led to the observed thermal damage and compromised the drawer's proper functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 cubies failed. As per part investigation, it was determined that short between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.